Manufacturer narrative:
The insulin pump was received with no button error alarm. Pump had intermittent button response due to moisture damage keypad traces. The pump was received with scratched lcd window, cracked display window corners, battery tube threads cracked,cracked reservoir tube lip and reservoir tube cracked. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 227 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.